Manufacturer narrative:
The reported injury was a chipped tooth.

Event description:
The consumer reported that their (B)(6) toothbrush chipped their tooth.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.